Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred during the load sequence. Reportedly, the cartridge may have been overfilled but this could not be verified by the customer. A new cartridge was loaded resolving the alarm. Customer's blood glucose level was 129 mg/dl.